Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated medical surgery. In turn, the ipg was unable to communicate nd the ipg was deemed inoperable. Surgical intervention may be planned to address this issue.

Event description:
Additional information was received patient had ipg replacement. Surgical intervention resolved the issue.